Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. Visual evidence of the driveline cable revealed a break in the outer sheath, confirming the reported event. Discoloration of the outer sheath was also observed. An internal investigation investigated driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the driveline sheath. The driveline was repaired and remains in use. No patient complications have been reported as a result of this event.